Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming functionality testing) has been confirmed. Upon investigation the trunk cable connector was physically damaged. The connector was unable to be disconnected from the monitor belt receptacle, and incoming functionality testing could not be performed. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to run incoming functionality testing.